Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2010. Pt underwent revision surgery on an unk date due to pain following a fall. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4), 2011.